Event description:
Olympus was informed that during a bladder tumor procedure, a piece of the insulation wire from the subject device reportedly fell off in the pt's bladder. The procedure was reportedly completed. There was no report of pt injury.

Manufacturer narrative:
Olympus contacted the user facility to obtain add'l info regarding this report. The user facility reported that after making less than 5 passes, a tiny piece on the left-arm side and up toward the interior loop on the insulation wire of the subject device was noted missing, and it was detected toward the very end of the procedure. The missing piece was reportedly not retrieved but rather left inside the pt for it to be excreted naturally. The subject device of this report was returned to olympus for eval. The eval did not confirm the user's report. The blue, yellow, white insulation and the loop wire were intact. The subject device was evaluated with an electrosurgical unit without any problems found, and the output was normal. There was evidence of saline solution residue on the surface of the yellow insulation. The subject device was forwarded to the original equipment MFR (OEM) for further eval. Olympus america inc is filing mdrs on behalf of gyrus acmi and olympus medical systems corp. (B)(4). This report is being submitted as a medical device report in an abundance of caution.